Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No other visual defects were observed. The acrobat-I vacuum stabilizer system box came in an open condition. According to the IFU (cv000002817. Rev b; page 2, contents); the acrobat -I vacuum stabilizer system is compromised of the following: the acrobat-I stabilizer; acrobat-I vacuum stabilizer tubing set; acrobat-I canister; accessrail platform (standard blades). Out of all the 4 contents, the acrobat-I stabilizer was missing from the box. None of the other contents were opened. Based on the received condition of the device, the reported complaint for packing issue was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer box was empty. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer box was empty. A replacement device was used to complete the procedure. The hospital did not report any patient effects.